Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an extension set disconnected and subsequently leaked. During patient infusion with nivolumab, the set disconnected from a non-baxter closed system drug transfer device tubing and ¿majority of medication if not all was on the floor.¿ the set and medication were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.